Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation of the complained cortical screw has resulted that the edges on the top of the instrument are missing. Obviously a step of the production process was not executed correctly. Unfortunately this failure was not discovered at the final quality inspection too. Due to the fact, that this is the first complaint of this article, we classified this event as an isolated case. Nevertheless we sent the article to the responsible employees of the plant in order to avoid such occurrences in the future. A CAPA determination request has been initiated. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw indicated that it was self-tapping but the cutting flutes were missing, and was not self-tapping. It is unknown where this occurred, or what the date of event was. No additional information is received. This is report 2 of 2 for complaint (B)(4).